Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Poisoning of chrome and cobalt.

Manufacturer narrative:
(B)(4).. Investigation summary: no devices were received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no devices were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Upon receipt of information on 24 dec 2018, it has been determined that this event meets the requirements for reporting as a serious injury.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d6a, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e1 and h6 (clinical code) . H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no devices were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no . The complaint states patient reported: implantation of hip devices with poisoning of chrome and cobalt. First implant replaced on (B)(6) 2018, the other one will be replaced on (B)(6) 2019. A review of complaint databases or manufacturing records was not possible as no product details were received. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.